Event description:
It was reported that during a flexible ureteroscopy procedure, the fiber broke off from 1/3 part of its length. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a flexible ureteroscopy procedure, the fiber broke. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a flexible ureteroscopy procedure, the fiber broke off from 1/3 part of its length. The procedure was completed with another fiber without patient complications.